Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000mcg/ml at 528mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that during a normal pump replacement procedure, the healthcare provider (hcp) noticed the pump segment was sutured to tissue at an abnormal angle causing a kink. There were no external factors and no diagnostics/troubleshooting performed. The pump segment was replaced and the issue was resolved. The patient was without injury at the time of the report and their weight/medical history were asked but unknown.